Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing was leaking at the connection even after tightening it. The entire set was replaced. The event occurred in adult unit. Although requested, additional information was provided.